Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt tested positive for "inflammatory cells" in the cerebrospinal fluid (csf). The pt's physician ordered the pump to be stopped. The seriousness of abruptly stopping the medication infusion was reviewed. The pt's pump used lioresal. There was no info provided regarding the concentration or dosage of the medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.